Event description:
Prior to clinical use, the catheter tip separated from the shaft of the catheter.

Manufacturer narrative:
Visual examination: the catheter was returned loosely coiled within a plastic bag. The catheter tip/body was noted to be separatged at the fuse joint. Microscopic examination: light optical examination on the tip/body fuse joint separation was performed. Light optical examination on the tip/body decohesion between the body taper surface and tip cavity. Further evaluation using scanning electron microscopy (sem) and topographical results indicated that the fuse joint exhibited little evidence of fusion. The tip cavity surface exhibited no evidence of a ductile material indicating decohesion. The sub-assembly route sheets indicated that normal procedures were followed during the fusing process. All pull test values for intermediate tip to body fusing were found to be within specifications. The exact cause for the catheter tip separation could not be determined. Potential causes for tip separation are being investigated.